Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of a faint wear patch, multiple wear stripes and signs of equatorial contact on the femoral head. There is also the appearance of a second wear patch on the rim of the acetabular cup. These features likely indicate that there was a degree of edge loading or subluxation of the components. The indentations and scratching evident on the femoral head indicate that there may have been a third body present. Although the possible source of this is unclear. Black deposits on the female taper surface of the femoral head is a strong indicator that there were taper fretting or galling mechanisms at play. This suggests that there may have been micromotion at the taper interface, which may have been caused by insufficient taper impaction or suboptimal assembly conditions during primary surgery. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04520 / 04521).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2013 due to adverse reactions to metal debris (armd). During the procedure, fluid and soft debris were noted. Reported from (B)(4) laboratory.